Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The test minilink transmitter with the glucose sensor simulator and blood glucose meter communicates properly to the insulin pump. The insulin pump programmed with multiple values and all were registered properly in the sensor update history noted. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error and had sensor glucose versus blood glucose reading discrepancy. Troubleshooting was done. Advised the customer the sensor glucose and blood glucose meter readings will be close but would not match due to how glucose travels in the body. Customer noticed bent cannulas on previous sensor. Advised the customer the sensor would be replaced. Customer received motor error during bolus. Customer's blood glucose was unknown. Customer stated went through airport body scanner and uses sensor feature on the insulin pump. Advised the customer to complete the bolus delivery before sensor glucose graph. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.